Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation, and thin valve pathology for a triclip procedure. Two clips were implanted. After deployment of a triclip xtw on central p/s (posterior and septal leaflets), a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. Per the physician, the slda was due to thin leaflets. The tr was reduced to grade 2 before the slda. The procedure ended with grade 3 tr. There were no reported adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.